Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of the insulin pump were sticking as well as motor errors alarm. Customer¿s blood glucose level was unknown. Customer stated that the scratches on the screen and cracks in casing near battery compartment. Customer also stated that random no delivery alarms and silicone on bottom had been discolored no longer clear. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with stained end cap sticker noted. No cracked battery tube thread or scratched lcd display window noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, self test, excessive no delivery test and occlusion test, no unexpected no delivery alarm noted during testing. The motor was tested outside the device and passed. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. (B)(4).